Event description:
Doctor called sales representative to notify him that delta product used in a previous cranial vault case needed to be removed due to possible patient infection.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received, it will be reported on a supplemental report.